Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up check, this right ventricular (rv) lead was found to be not capturing the ventricle while also exhibiting high pacing impedance measurements. Under fluoroscopy, the rv lead was found to have been dislodged. The physician thought the rv lead had not been secured properly in the ventricle which is why it dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.